Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water. It is not known if the nozzle was cleaned with lint-free cloths/brushes/sponges. The event can be detected/prevented in accordance with the following instructions for use: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. In addition to foreign objects found in the nozzle, additional findings are as follows: due to the clogging of the nozzle, the air supply volume did not meet the standard value. Due to the clogging of the nozzle, the water removal ability did not meet the standard value. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The adhesive on the bending section cover had a chip. The image guide protector had a cut. The plastic distal end cover had a scratch. The connecting tube had a scratch. Scope connector cover unit had a scratch. Scope connector had a scratch. Universal cord had a scratch. The flexibility adjustment ring had a scratch. Grip had a scratch. The scope cover had a scratch. The switch box had a scratch. The forceps elevator knob had a scratch. The up/down knob had a scratch. Right/left knob had a scratch. The control unit had a scratch. The control unit had discoloration. The electric connector had discoloration due to water leakage. The adhesive on the bending section cover had a chip. Forceps elevator lever had a scratch. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had defective air and water supply. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.